Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was a faulty cable unit. The broken boot of the camera head may have lead to communication failure caused by water invasion and deterioration of the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the device yielded no image. This is attributed to the faulty camera cable. A known good camera cable was fitted to the camera head and the camera passed all tests in accordance with the original equipment manufacturer technical manual. In addition, externally the camera head is loose from the gland. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer for this event, during preparation for use for an unknown procedure, the device had no image when connected. There was no patient involvement. This had no clinical impact. Another similar device was used to set up for the procedure and the intended procedure was completed with no delay.